Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. Approximately 23 months postoperatively, the device was removed and a laminectomy was performed. The patient's symptoms of lss returned; the patient didn't get relief of pain in legs. The procedure was completed successfully and the patient's status is good. No additional information was reported.

Manufacturer narrative:
Method: follow-up with company representative.